Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. E13074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), psychological trauma ("psychology injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dyspareunia, allergy to metals, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dyspareunia, fatigue and psychological trauma to be related to essure. The reporter commented: 3 coils seen in right tubal ostia and 4 coils were seen in left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Reporter, concomitant condition and lot number added. Essure insertion date up dated and removal date and action taken with drug added. Removal surgery details and intervention were added for event back pain. Case become serious incident. Product removal was updated from no to yes. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. E13074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), psychological trauma ("psychology injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dyspareunia, allergy to metals, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dyspareunia, fatigue and psychological trauma to be related to essure. The reporter commented: 3 coils seen in right tubal ostia and 4 coils were seen in left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.